Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, six (6) packs of tubes had additive abnormalities described as droplets/condensation. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 08-apr-2024. H.6. Investigation summary: bd received six hundred (600) samples and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for abnormal additive spray pattern was observed. Additionally, thirty (30) customer samples were randomly selected and evaluated by visual examination and the indicated failure mode for abnormal additive spray pattern with the incident lot was observed in six (6) samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, six (6) packs of tubes had additive abnormalities described as droplets/condensation. There was no report of patient impact.